Event description:
The customer alleges that their cassette had an artifact. A patient was imaged using this cassette and the artifact appeared as a steinstrasse collection of kidney stones based on its location in the patient image. The patient was taken to the or where a urethrascopy was performed. No kidney stones were found. Kodak was informed of this event on february 23, 2006. From evaluation of the returned screen and cassette, kodak concludes that the screen was exposed to a damagng chemical.